Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfvf110 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "the rn noted air bubbles and leaking in the line. She immediately changed the clave and the issue did not resolve. The issue only resolved when we deacessed and reaccessed the patient with a new needle."